Event description:
In rptr's dental office rptr noticed a peculiar burning smell coming from one of the rooms. Some of the latex gloves were stuck together and lower part of the box had burned hole which also damaged the drawer. Rptr called supplier to report the event. Dist was confused and unaware of such possibility.